Event description:
On 10/30/80 rptr had a bilateral subcutaneous mastectomy because of sclerosing adenosis (a premalignant lesion). On 11/21/80 rptr had breast reconstruction with double lumen silicone implants. Rptr had all kinds of problems - swelling, draining, many infections with many antibiotics. Draining noted in the surgeon's records were 50cc on 12/1/80; 100cc on 12/3/80 of thin, brownish-red fluid was easily drained from the wound. Towards the end of the drainage it appeared to be perfectly clear. Therefore, rptr is concerned that the prosthesis may have leaked or have been punctured by dr entering the wound with a hemostat (this is from dr's record dated 12/3/80). 12/17/81 minimal amount, 1/8/81 minimal drainage, 1/9/81 less than 3cc, 1/12/81 minimal drainage, etc. 1/5/81 right prosthesis exposed. Removed through wound in dr's office. 1/15/81 inflatable prosthesis put in to keep the space in the right breast so the first prosthesis can be put back in, the eroded hole to be closed. 2/10/81 replacement of right breast prosthesis. 2/24/81 infection, drainage, prosthesis removed again. 2/27/81 on left breast, that had been doing very well except for closed capsulotomy, the skin wore away and eroded so left prosthesis removed. 4/30/81 rptr wanted no more internal implants so a 2nd bilateral mastectomy was done. When rptr's disease is active she sleeps about 14 hrs a day. She had high blood pressure (medication was hctz and corgard. Dr said it was unusual to take a person off of high blood pressure meds). She is having problems with her eyes because her vision constantly changes and she has 3 pairs of glasses. Her ophthamologist said to wear the glasses she can see with each day. She also has swelling of hands and feet, stiffness in hands in morning, spastic colon, raynaud's disease in feet, strange pain in scalp, and skin rashes. With a flare-up of lupus she can hardly function. She holds on to the walls, cannot go out alone, cannot drive or go to dr alone, cannot follow a story on tv, her speech is slurred, her mind only goes 1/3 the usual speed and she sleeps most of the time. She feels as if she has a terrible flu. She requested to have her implants were removed to wear a bra as external prostheses. The brown paper bags that the implants were in became oily. Something grey in color was growing inside the implant and there was something inside the implant that looked and felt like bird seed. She gave the implants to the dr who gave them to the MFR. Dr took pictures to show what was inside. Rptr does not know where the implants are now.